Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead a favorable value could not be obtained for the sensed wave value and the threshold value, so the helix was extended and retracted approximately seven times. It was further reported that the ra lead helix had an abnormality and would not stretch. The catheter was taken out of the body and the tip was checked. As there was tissue that was believed to be myocardium near the tip, the tip of the helix was observed to extend when the tissue was peeled off with a gauze, needle, or tweezers that had water applied. The ra lead was attempted not used and replaced. No patient complications have been reported as a result of this event.